Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late and capsular contracture baker grade iii.

Event description:
A healthcare professional reported a patient experienced the events of ¿late seroma that evolved to capsular contracture (baker grade iii) and double capsule¿ with inspira textured silicone gel filled breast implant. Ultrasound showed: ¿left device deformed and engrosed capsule. Both breasts present multiple cysts. No solid nodules¿. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified deformation and yellow particles material was found on the shell. A weight test of the device was verified and the device was within specification. Voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
A healthcare professional reported a patient experienced the events of ¿late seroma that evolved to capsular contracture (baker grade iii) and double capsule¿ with inspira textured silicone gel filled breast implant. Ultrasound showed: ¿left device deformed and engrossed capsule. Both breasts present multiple cysts. No solid nodules¿. The device has been explanted.

Event description:
A healthcare professional reported a patient experienced the events of ¿late seroma that evolved to capsular contracture (baker grade iii) and double capsule¿ with inspira textured silicone gel filled breast implant. Ultrasound showed: ¿left device deformed and engrosed capsule. Both breasts present multiple cysts. No solid nodules¿. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, g1.